Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. On (B)(6) 2018, revision surgery was performed, and the surgeon was able to remove the implant uneventfully. The removed implant was retained by the hospital. Based on the available data, the root cause was determined to be a failure of the shape lock mechanism (lock wire) during a traumatic event (fall) combined with incomplete intraoperative assembly (no interlock between top and middle). A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On january 3, 2019, benvenue received information of a patient with an index surgery of (B)(6) 2018 had a severe fall recently that led to pain and implant migration that was resolved uneventfully via an alif approach on (B)(6) 2018. The removed implant was retained by the hospital.